Event description:
We received an allegation of questionable results for multiple patient samples tested for creatinine plus ver.2 (crep2), glucose, magnesium, total bilirubin, and calcium on a cobas 8000 c702 module. A discrepant high result was provided for 1 patient sample tested for crep2. The initial result was 1574.2 umol/l. The physician requested repeat testing. The sample was repeated twice, with results of 83.5 umol/l and 85.6 umol/l. The initial result was amended following repeat testing.

Manufacturer narrative:
The crep2 reagent lot number was 847776 with an expiration date of 30-sep-2025. On 05-jun-2025, the field service engineer (fse) replaced the gear pump head. The issue was not resolved at the customer site. On 06-jun-2025, the fse replaced a damaged vacuum diaphragm and identified a hole in the tubing of the cell rinse unit. The fse replaced the tubing, and the customer had no further issues.

Manufacturer narrative:
A reagent issue is not suspected as qc was acceptable. The service actions resolved the issue. As multiple parts were replaced and various actions were performed, the specific root cause could not be determined.